Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial # unknown implanted: explanted: product type product ID tm90t0 lot# serial # (b)()6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-aug-2021, UDI#: (B)(4). D9. The communicator was returned for analysis on 2025-sep-03. H3. Analysis of the communicator found that the l3 component on the pcb was damaged and the usb port was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that last night the patient's communicator was not charging. The patient had tried different outlets and different cords and the communicator would not charge. The communicator battery light was yellow and would not go to green. During call patient unplugged the device and plugged it back in and the battery light did not turn green. Patient reset the communicator and tried to plug the communicator back in but the light did not come on at all. The issue was not resolved. An email was sent to the repair department to replace the communicator.